Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the unit lost power. The system was immediately re-booted and the case was completed without harm to the patient.

Manufacturer narrative:
The customer reported that the system lost power during a procedure. The system was rebooted with no problem, and the procedure was then completed. There was no patient harm. Further information received stated that the reason the system lost power was that the customer was using a power strip and did not provide enough extension when the machine shifted slightly, causing the power to be lost. The company service representative examined the system and was unable to duplicate the reported event. The company service representative informed the customer to plug the system directly into the wall and to not use a power strip. The company service representative also stated that the customer will need to get a longer power cord if they continue not plugging directly into the wall and moving the system across the room. The system was then tested and met all product specifications. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).